Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a lap ileocecal resection procedure the subject device tissue pad became worn, and an unknown error code appeared. The physician replaced the instrument and completed the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d4 UDI, d8, h3, h4. Corrected field: g2 - health professional and distributor was inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: the ultrasound was output with the grasping part closed without grasping the tissue, which caused the tissue pad to wear out and some of it peeled off. In addition, an error occurred because the tips of the probe and the gripping part came into contact with each other. The event can be [detected/prevented] by following the instructions for use which state: drawing number and revision number of IFU: rc2058 10. Do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Olympus will continue to monitor field performance for this device.